Manufacturer narrative:
The returned rod bender was evaluated. The welds around the dowel pins have fractured, allowing the device to disassemble. The cause is likely attributed to wear from repetitive use. A review of the DHR did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a rod bender disassembled while bending a rod during surgery. The procedure was completed with an alternative rod bender without reported patient impacts.